Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the avea ventilator, the primary audible alarm is missing, has no sound. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion field service evaluated the suspect device and replaced the defective speaker. The device was tested and passes operational verification procedures. The device was returned to the customer operated to manufacturer specifications.